Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has sick sinus syndrome (sss) and on (B)(6) 2018, the physician performed a device procedure. During the procedure, the physician found it was difficult to arrive the right heart because of the severe tricuspid regurgitation when lead was used. The physician tried a new lead complete the procedure. The patient¿s condition is good.

Manufacturer narrative:
Analysis was normal. No anomalies were found.